Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. During the index procedure, the proximal circumflex (cx) was treated with a 2.75x12mm taxus express study stent reducing the stenosis to less than or equal to 30%. "The left main (lm) and proximal lad was assessed as a trifurcation lesion." Using t-stenting technique, a 3.5x16mm taxus express study stent was implanted in the main vessel. Residual stenosis of main and side vessels was less than or equal to 30%. The proximal and mid rca were not intended to be treated due to "physician choice." In 2005, the patient was discharged on aspirin (asa) and clopidogrel. Six months later, the 85% stenosed target lesion located in the proximal right coronary artery (rca) was treated with a 3.0x20mm taxus stent via percutaneous coronary intervention (pci). Residual stenosis was less than or equal to 30%. The 75-94% stenosed proximal lad was treated with balloon angioplasty with 0% residual stenosis. In 2009, the patient had repeat revascularization via coronary artery bypass graph (CABG) in the 80% stenosed proximal rca. The lesion was treated but details are unknown. Additional information have been requested but not received. Additional information received:the CABG procedure consisted of side to side anastomosis of the radial artery to the "int", end to side anastomosis of the radial artery to the second obtuse marginal, and end to side anastomosis of the long saphenous vein to the rca-pda (posterior descending artery). The patient was discharged six days post reintervention on asa and clopidogrel.

Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. During the index procedure, the proximal circumflex (cx) was treated with a 2.75x12mm taxus express study stent reducing the stenosis to less than or equal to 30%. "The left main (lm) and proximal lad was assessed as a trifurcation lesion." Using t-stenting technique, a 3.5x16mm taxus express study stent was implanted in the main vessel. Residual stenosis of main and side vessels was less than or equal to 30%. The proximal and mid rca were not intended to be treated due to "physician choice." In 2005, the patient was discharged on aspirin (asa) and clopidogrel. Six months later, the 85% stenosed target lesion located in the proximal right coronary artery (rca) was treated with a 3.0x20mm taxus stent via percutaneous coronary intervention (pci). Residual stenosis was less than or equal to 30%. The 75-94% stenosed proximal lad was treated with balloon angioplasty with 0% residual stenosis. In 2009, the patient had repeat revascularization via coronary artery bypass graph (CABG) in the 80% stenosed proximal rca. The lesion was treated but details are unk. Additional information have been requested but not received.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.